Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage noted on electronics assembly. The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported via email the buttons on the insulin pump weren't responding. Customer then called via phone call, and stated blood glucose was 4.7 mmol/l. The buttons weren't responding due to moisture issues. Customer was cleaning the garden with water machine. He dried the device but the buttons are unresponsive. Customer agreed to return the device for analysis.